Manufacturer narrative:
A complaint was received on 9/25/2023 reporting medical professional was unable to balance transducer during procedure. Customer did trouble shooting different cables but determined issue was with transducer. No injury or delay was reported. A supplier corrective action request (scar) was issued to the transducer supplier ca-ICU medical, inc. The sample has not been returned to deroyal for evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Medical professional was unable to balance transducer during procedure. Customer did trouble shooting different cables but determined issue was with transducer.

Manufacturer narrative:
A complaint was received on 9/25/2023 reporting medical professional was unable to balance transducer during procedure. Customer did trouble shooting different cables but determined issue was with transducer. No injury or delay was reported. A supplier corrective action request (scar) was issued to the transducer supplier (B)(4). The sample was returned and evaluated by (B)(4). A visual evaluation of the sample showed no visible defects or anomalies. The transducer was connected to an in-house monitor and was electrically tested. The sample was able to be zeroed; however, a reading could not be obtained. A bend and twist test were conducted on the cable, a pivot test was completed on the boot, and no interruptions were observed on the monitor. The sample was primed, pressure leak tested, and no leakage was observed. The blue housing was disassembled, the internal componentry was examined, and no defects or anomalies were observed. The exact cause(s) of the transducer being unable to obtain a reading could not be determined. The reported issue of the transducer being unable to balance could not be confirmed. Due to no root cause being determined there were no corrective and preventive actions taken by (B)(4). This report and the associated information have been entered into (B)(4). Database for close monitoring and trending. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.